Event description:
It was reported that a (B)(6) implant procedure was aborted because the physician could not get the sensor through the non-(B)(6) 12fr sheath. The physician tried using a different 12fr sheath for a second try and still was unable to advance the delivery system. The device had been prepped, flushed and irrigated and flushed again before going over the .018 v-18 wire. The case was aborted after two hours. There were no adverse consequences reported. A second implant attempt was successfully completed on (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).